Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a accolade stem was reported. The event was confirmed by medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: event description: it was reported that the patient¿s hip was revised due to a periprosthetic fracture. An accolade ii stem and 32+0 biolox head were revised to a restoration modular stem construct and a 32 -4 biolox head. Rep provided primary and revision usage sheets and pre-revision x-ray. Rep confirmed there are no allegation against the revised femoral head, and that no further information will be released by the hospital or surgeon. Implants involved: size 5 accolade ii 1270. Materials reviewed: undated/unlabeled: ap hip x-ray, accolade 2 stem subsided with medial fracture extending well below the lesser. Cup appears stable with screw into inner pelvis. Undated: right hip ap x-ray. Post revision (1st revision), restoration modular stem with 4 cables. Fracture appears well reduced. Cup appears unchanged. (B)(6) 2021: implant sheet, trident ii tritanium multi-hole shell 48mm-d, 20 mm screw ow profile 6.5mm, 32 mm biolox head +0, #5 accolade ii stem 1270, 32mm 100 x3 polyethylene liner 32mm ID. (B)(6) 2021: implant sheet, restoration modular stem 155x16mm, 23 mm body +10, 32mm -4mm biolox ceramic v40 head. (B)(6) 2021: implant sheet, trident x3 polyethylene insert 32mm ID 100, 32 mm biolox v40 head 32mm -4mm. Confirmation: a fracture around an accolade ii stem may be confirmed. Implant sheets and an x-ray (undated) shows a revision of a fractured femur with restoration modular and 4 cables. An implant sheet shows another procedure of the liner and head. However, without additional medical records the basis of the confirmation would solely be based on the pi report. Root cause: the root cause of the fracture and the infection cannot be ascertained without additional medical records. That said, without significant trauma to cause the fracture one would need to rule out an intra-operative contribution to the event. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised due to femoral periprosthetic fracture. An accolade ii stem and 32 +0 biolox head were revised to a restoration modular stem construct and a 32 -4 biolox head. Rep provided primary and revision usage sheets and pre-revision x-ray. Rep confirmed there are no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to femoral periprosthetic fracture. An accolade ii stem and 32 +0 biolox head were revised to a restoration modular stem construct and a 32 -4 biolox head. Rep provided primary and revision usage sheets and pre-revision x-ray. Rep confirmed there are no allegations against the revised femoral head, and that no further information will be released by the hospital or surgeon.